Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t hemodialysis (hd) machine that turned off during a patient's hemodialysis (hd) treatment. A burning smell on the machine was noted before the machine turned off. It was reported that the machine had a 'no power' alarm. Upon follow up with the hemodialysis nurse, all blood was manually returned to the patient and patient moved to another machine to complete treatment. It was confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The black & white wires on power cord going to the power supply power switch were charred. The machine issue was resolved by replacing the white and black wires on the control board to the rocker switch, the power cord, and the rocker switch. The machine placed back in service without issue and without reoccurrence of the reported event. The wires were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.